Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis due to streptococci from the mitis group manifested by feeling sick. The cause of peritonitis was due to a break in aseptic technique further described as due to contamination. It was not reported if the patient was retrained on aseptic technique. The patient had recovered from the peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event onset was reported as an unreported date in either (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Action taken with extraneal and physioneal therapies was not reported. At the time of this report, the patient had not recovered. No additional information is available.